Event description:
Please refer to initial MFR. Report #9611500-2019-00002.

Manufacturer narrative:
The log file capturing the period in question was evaluated. It could be determined that the system test was successfully passed in the early morning of the date of event. After approximately three hours into the procedure the perseus a500 was set o standby. While in standby an increase of negative pressure in the breathing system was detected. If one of the two redundant pressure sensor measure a negative pressure below -60 hpa this will be interpreted by the software supervisor function as "out of range". A dedicated alarm will be posted. In case of both sensors being out of range a ventilator failure alarm will be generated. The perseus a500 does not generate negative pressures which means that the source of under-pressure must have been an outside one. The local service organization determined that the users were doing a surgery in cardiac bypass mode when the event occurred and had connected a third-party nitric oxide delivery system with integrated gas analyzer to the same sample line. Dräger finally concludes that the observed behavior of the anesthesia workstation wasn't caused by malfunction but by the disadvantageous way of connecting an external device. There's no issue with the perseus a500 requiring correction or repair.

Manufacturer narrative:
The investigation has just started; results will be provided with our follow-up report.

Event description:
It was reported that just prior to coming off of cardiopulmonary bypass, the perseus a500 displayed a ventilator failure message. The user attempted to perform a system test but the unit failed at the inspiratory flow sensor test. The machine was switched out to complete the case. There was no injury reported.